Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical service engineer had the customer remove the endoscope, disable the guided tool change, and reseat the endoscope to resolve the inverted image issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the image of the 30-degree endoscope was inverted. The customer reseated and flipped the endoscope on the touchpad, but the issue remained. The technical service engineer (tse) advised the customer to reboot the system without change. The tse then had the customer remove the endoscope, disable the guided tool change, and reseat the endoscope. The issue was then resolved. The procedure was completed with no reported injury.